Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle 30g x 1 leaked.

Event description:
It was reported that a bd precisionglide¿ needle 30g x 1 leaked.

Manufacturer narrative:
Date received by manufacturer: 11/06/2018.

Event description:
It was reported that a bd precisionglide¿ needle 30g x 1 leaked.

Manufacturer narrative:
A lot number has been identified for this complaint. A device history record review was completed. Sub-assembly batch 1272853 had 48 visual inspections performed on 2,550 parts with zero defects noted. Seven leak tests were performed on 35 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch. Medical device lot #: 3085107. Medical device expiration date: none. Device manufacture date: 03/26/2013.

Manufacturer narrative:
One full shelf carton was returned in good shape. Five random samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of the testing performed on the returned samples were acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that a bd precisionglide needle 30g x 1 leaked.

Event description:
It was reported that a bd precisionglide¿ needle 30g x 1 leaked.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.